Event description:
It was reported that during a lsh procedure, the tissue pad is attached but is peeling off the sides. The tissue pad was also very charred. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.